Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned. The delivery system was investigated visually for external damage. There were no signs of tissue or blood on he device. The delivery system was not bent and the plunger was not broken. The emergency release on the delivery system was not implemented. The delivery system did not have any visible damage. As the product was received, the device functioned per specification.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. The patient was not sedated and reacted to capsule placement. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator was performing this procedure for thirteen years. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.